Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a counterfeit top case. During the power up process and syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be the optocoupler was found misaligned and loose which is causing the intermittent of the error. Replaced optocoupler and performed power up process and all functional testing which passed. No product information has been provided to date.

Event description:
It was reported that there was a check syringe plunger sensor. No patient injury was reported.